Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative reported a colleague infusion pump with a depleted battery. It is unknown when this event occurred, but it was reported to have occurred in the emergency room. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a depleted battery was confirmed but not duplicated by baxter service personnel. The root cause of this condition was not determined. The customer refused the service estimate and the device was returned unrepaired; therefore, no repairs were made for the reported condition. This device is an unremediated colleague pump with a user interface module software version of 5.04.00. Additional information: the condition is being investigated through CAPA. Should additional information be received, a follow-up medwatch will be submitted.